Manufacturer narrative:
Concomitant products: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 64001, lot# n295341, implanted: (B)(6) 2012, product type: adapter. Product ID: 64001, lot# n295341, implanted: (B)(6) 2012, product type: adapter. Product ID: 3387s-40, lot# v085139, implanted: (B)(6) 2008, product type: lead. Product ID: 3387s-40, lot# v098699, implanted: (B)(6) 2008, product type: lead. Product ID: 748295, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported the deep brain stimulator (dbs) was turned off for the patient's surgery and when it was turned back on, the patient "grimaced and crunched up." The patient had congestive heart failure diagnosed 1-2 years prior and had surgery to implant a defibrillator. They turned the therapy off and recharged the patient's implant to 50% and they waited until 5-6pm the day prior to report to turn the dbs back on. The patient grimaced again and said "you're shocking me." In the past the patient had reported feeling the sensation in his leg when the therapy is turned on after being off. The patient was incoherent when the dbs was not on and the patient did have dementia. Additional information received sixteen days later reported the patient was told to turn it on and leave it on for 30 minutes; they turned it on (B)(6) 2014 and had left it on since and everything had been fine. It was inquired to the caregiver what caused the stimulation in the patient's legs and if it had been resolved and it was "the least of her concerns right now."